Event description:
Patient brought to nuclear medicine for lexiscan stress test with radioisotope. Patient had IV pump infusing IV fluids. Nuclear medicine tech clamped off tubing, did not feel resistance, and began to push isotope and then fluids. Pump started alarming and rn noted that door to pump was ajar. She opened door and noted water balloon formation of tubing and then tubing ruptured causing radiation spill to her eyes, hands and clothing. Minimal spill on patient as well.